Event description:
Technologist was holding tube with one hand and inserting a filter with the other. This action caused the glass tube to break in their hand and created an incision through the glove. The wound was not severe, approx. 1/2" in length. The tech. Milked the area to bleed. Tech was wearing protective equipment and gloves. Initial test results were run on tech. And pt (source). Tech received hep b vaccine series and was immune. Source results came back positive for hep. C.